Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The lead tip showed no peculiarities. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted approx. 2 years after the implantation due to diaphragmatic stimulation in all configurations. Other electrical parameters were inconspicuous. There were no implant, explant or event dates provided.